Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that customer have been trailing the surestep intermittent trays and were running into some issues. Stated that they were having a difficult time with it draining and to work around this they have had to open the bag at the bottom and pull the front and back of the bag away from each other in order to introduce air into the bag and to break the vacuum. Also reported that they also have had to tilt the bed reverse trendelenburg position. That was especially problematic in the laboring patients because they could not tolerate being flat for long and it compromised the position of the baby. Another problem that all areas were experiencing was how to tell when the urine has stopped draining because to the slow fast rate and because it was flowing into a bag.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿tubing does not meet specification". The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device were unknown. Therefore, bd was unable to determine the associated labeling to review. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that customer have been trailing the surestep intermittent trays and were running into some issues. Stated that they were having a difficult time with it draining and to work around this they have had to open the bag at the bottom and pull the front and back of the bag away from each other in order to introduce air into the bag and to break the vacuum. Also reported that they also have had to tilt the bed reverse trendelenburg position. That was especially problematic in the laboring patients because they could not tolerate being flat for long and it compromised the position of the baby. Another problem that all areas were experiencing was how to tell when the urine has stopped draining because to the slow fast rate and because it was flowing into a bag.